Manufacturer narrative:
E1 initial reporter facility name: the (B)(6) hospital. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, visual and tactile examination of this 8.0-36 carotid monorail stent identified that the outer sheath has detached at the distal edge of the main t-valve. The device was received with the stent fully sheathed on the delivery system. Additionally, the tip of the device was noted to be detached. The stent was unable to be deployed due to the damaged sheath.

Event description:
Reportable based on the device analysis completed on 15nov2024. It was reported that the device would not deploy. The stenosed target lesion was located in the moderately tortuous and mildly calcified carotid artery. This 8.0-36 carotid monorail stent self expanding was selected for use. During the procedure, it was noted that the stent began to release slowly but ultimately could not be deployed. The physician made multiple attempts to maneuver the stent forward and backward; however, it remained unopened. Slight resistance was encountered during extracorporeal manipulation. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a detached tip.